Manufacturer narrative:
With the exception on one other patient, the clinician could not provide details of previous incidents. There were no reported injuries. The customer could not provide additional treatment or patient details.

Event description:
Clinician reported an un-intended output during an electrotherapy device test. The clinician reported that patients had complained of discomfort during electrotherapy treatment. The clinician applied a self administered treatment. The clinician reported the waveform was continuous with constant current. He said he thought the parameters were 1 pulse with 50% duty cycle. The clinician did not report any injuries.

Event description:
Patient received an un-intended output during and electrotherapy treatment. The patient was being treated on the foot when they complained of discomfort.

Manufacturer narrative:
With the exception on one other patient, the clinician could not provide details of previous incidents. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.